Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a minor scratched lcd window and a cracked case near the display window corners.

Event description:
The customer reported via phone call that he had a motor error alarm. Customer's blood glucose was over 300 mg/dl. Customer was priming his pump and when he went to program a bolus, he received a motor error alarm. Customer stated that he finished taking his bolus with a syringe and tried it again this morning. Customer stated that he removed the battery to try to reset but he continues to receive a motor error alarm. Customer had high blood glucose because he had run out of insulin while at work. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.